Manufacturer narrative:
This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-06952, 1225714-2014-06953 and 2937457-2014-01776. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.